Event description:
It was reported that tandem mobi pump battery would not charge even though customer used tandem charging pad, cable, and wall adapter and confirmed proper alignment and extended charging time, and issue eventually led to pump shutdown and high blood glucose reading displayed as ¿high.¿ but specific value was not known. Customer managed high blood sugar with manual insulin injections and drinking water, planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump and charging supplies, instructed customer to let pump battery fully deplete, return problematic pump within 10 days using provided shipping materials, and reenter pump settings and reconnect cgm on replacement device, with follow-up messages sent to request return of replacement-authorized product.

Event description:
It was reported that the tandem mobi pump battery would not charge, despite the caller using all the proper charging components and methods. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send replacement charging supplies via two-day shipping and planned to follow up. If the pump battery depleted before the replacement arrived, the customer was advised to rely on a backup therapy.